Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device indefinitely power cycles when connected to a power source. There was patient use associated with the reported event. The patient was utilizing the cough assist feature when the device began to cycle power on its own. There were no reports of patient harm as a result of the reported issue. No further details about the patient were provided. Ventec has made multiple attempts to contact the reporter in order to obtain additional information about the patient, however, no response has been received.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it indefinitely power cycling (rebooting) was confirmed. Ventec opened the device in order to perform an internal inspection and observed that the device's cough assist valve had a torn poppet ring. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the cough assist valve's poppet ring was torn.